Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer stuck. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. 0 a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was stuck. A field service engineer (fse) logged into the station and navigated to the storage space configuration under device settings, then attempted to open the full-height auxiliary drawer 7 and found it difficult to open and close. Opened the back panel, ball bearing had fallen out, then shut down the station, removed the drawer, and replaced the right slide rail to resolve the issue. The fse also tested the open/close functionality of the drawer. The system functioned as intended after the field service engineer repaired the device.